Manufacturer narrative:
We were unable to evaluate the product involved in this incident since no components of the device were returned for analysis. Review of the device history record was not possible as the lot number is unk. Based on the info provided to st. Jude medical the root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.

Event description:
It was reported that during a cavo-tricuspid isthmus ablation for a right atrial flutter while ablating with the cool flex catheter a steam pop occurred. Immediately after the steam pop occurred, the catheter was removed from the pt and inspected. No charring or catheter issues were noted. Power settings of 35 watts and an irrigation rate of 17ml/minute on the cool point pump were used. It was further reported that the steam pop resulted in bi-directional isthmus block and the pt reverted to a sinus rhythm, therefore, the procedure was successfully completed with this device. No pt complications were reported.